Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure name of index surgical procedure? Not available. What was the date of the procedure? On (B)(6) 2019. The diagnosis and indication for the index surgical procedure? Lack of attached gingiva. What was the intended use of the surgicel? To help with blood clotting. Where was the surgicel used (on what tissue)? Pallet of the patient¿s mouth. How much surgicel was used during the procedure? Partial square in millimeters was the surgicel product left in place? Yes. Any concurrent use of other products? Periodontal packing. What were current symptoms following the index surgical procedure? No information, onset date? Unknown. Please describe the ¿allergic reaction inside of his mouth¿. He feels that the bone was exposed. Has any surgical or medical intervention been taken as a result? No other relevant patient history/concomitant medications. He reported product code is 1953. Can you provide the lot #? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? None. What is the patient¿s status? Doing fine.

Event description:
It was reported that a patient underwent an oral surgery procedure on (B)(6) 2019 and an absorbable hemostat was used. On a post operative check, after oral surgery the patient informed the surgeon that he had an allergic reaction inside of his mouth. Patient stated that after the product was removed from his mouth, he felt better. The physician put the patient on an oral rinse. Patient also stated that he was having headaches and after removing the device the headache went away. Additional information was requested.